Manufacturer narrative:
Updated fields: a3, b4, g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: d5, e2, e3, h6(evaluation result codes, evaluation conclusion codes).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down while alarming. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and was able to duplicate the reported issue. The stm informed us that the coiled cable from base unit to the monitor was stretched. And it caused the unit not to recognized that the monitor was there. The stm removed and replaced coiled cable as required. The tidal disk was replaced due to hours being exceeded as per manual. The unit passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down while alarming. There was no harm or injury to the patient and no adverse event was reported.